Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device has not been returned yet.

Event description:
It was reported that there was a hair in the port kit. Kit was not used and a new kit was used to complete the procedure. No patient involvement.

Manufacturer narrative:
It was identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged foreign material in packaging as no objective evidence has been provided to confirm any alleged deficiency with the packaging process. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include ; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that there was a hair in the port kit. Kit was not used and a new kit was used to complete the procedure. No patient involvement.